Event description:
The patient underwent upper gi endoscope with spray cryotherapy for barrett's esophagus with dysplasia on (B)(6) 2009. On (B)(6) 2009 the patient noted bloody diarrhea and blood in stool was confirmed by pcp, as was hematocrit of 30%. Patient was transfused with 2 units of packed red blood cells. The patient's plavix was started 5 days after the spray cryotherapy procedure and the md felt this was related to the bleeding. The plan for future sct procedures calls for stopping plavix 5 days prior to the procedure and restarting it 2 weeks after the procedure.